Manufacturer narrative:
(B)(4). (B)(4) pouches from p/n 382805 dermahook 1/2 hook (B)(4) were received not used, closed in original packaging; lot # 73c1500433 was confirmed with received pouches, during visual inspection it was observed that (B)(4) samples were received inside a bag. Components looked well assembled; rubber bands did not appear to have damage. Failure mode elastics shredding/deterioration reported by the customer was not confirmed during visual inspection. The (B)(4) pouches were opened to review the rubber bands conditions and no issues were found (not broken & no deterioration. Based on samples ((B)(4) pouches) inspection the failure modes elastics shredding/deterioration reported by the customer was not confirmed with received samples during visual inspection; rubber bands without damage, therefore, at this time no corrective actions will be taken.

Event description:
Alleged event: the elastics are shredding. The issue was identified prior to patient involvement.

Manufacturer narrative:
(B)(4). The device history review for the product dermahook 1/2 hook (B)(4) lot number 73c1500433 investigation did not show issues related to complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the elastics are shredding. The issue was identified prior to patient involvement.